Event description:
Approximately 2 hours into dialysis, the patient complained of not feeling well, and became hypotensive. Treatment was stopped and the patient give 800 cc saline. The patient refused to continue the treatment. Comparison of pre-treatment and post-treatment weight indicated that 2.3kg excess fluid had been removed. The machine was checked by the facility technician. He reported that he found the outlet seal of the uf (ultrafiltration) pump and the uf check valve were leaking. The machine was repaired and returned to service. The replaced components are not available for further investigation by the manufacturer.